Manufacturer narrative:
Investigation in progress. No other information available at this time. This is the second event reported for this patient. See report #2249697-2009-00054 and 2249697-2009-00057 for prior and subsequent events.

Event description:
Patient reported via e-mail that she had a "2nd surgery (1st revision) to remove all of the cement and triathlon implant. Had a special made custom implant. I continued to have pain in left knee and finally the surgeon realized I had a failed tubercle osteotomy (the 3 pieces of wire did not hold it in place)."